Event description:
Subsequent to the initial medwatch submission the following information was received: the pt had a proctoscopy to remove the applicator. The pt was discharged in 2004 with a prescription for augumentin 500mg three times daily and an unspecified pain medication.

Event description:
Report received of applicator breakage. While the consumer was administering an unspecified amount of solution rectally, the "nozzle" (applicator) either disconnected or broke. The customer was unable to remove the applicator and went to the e.r.. The pt had surgery to remove the applicator and was reporteldy hospitalized for 4 days.